Event description:
It was reported that the rigid optical laparoscope's light guide lens was damaged. The patient was not under sedation. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint light guide lens was damaged was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the effect of a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.